Manufacturer narrative:
(B)(4). Batch # r57l7c. Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why the anastomosis was not acceptable. Did the device staple? Was the staple line complete? Were the staples formed completely? Did the device cut? Was the cutline complete? Were the donuts complete?

Event description:
It was reported that during a low anterior resection, the resident fired the stapler and didn't hear the audible click, checked the donuts and surrounding tissue and determined the anastomosis wasn't acceptable. The resident used a competitor's device to perform a second anastomosis to complete the procedure. There were no patient consequences reported.